Event description:
Customer reported that she went to the hospital earlier in the day of the call due to a blood glucose level of 45 mg/dl. Customer stated that she had gastroparesis and was vomiting earlier in the day of the call. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.